Event description:
Reportedly, delivery system knob didn't work after 1 cm of the lifestent was released. The physician opened handle to manually retract the sheath and deploy the stent. Post angiogram showed dissection of the vessel wall, so another stent was deployed to tack up tissue flap of the dissection. No permanent pt injury reported.

Manufacturer narrative:
Evaluation completion pending.